Event description:
During index procedure the pt had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal rca. On the same day the pt suffered a myocardial infarction (mi). It is unk whether the reported mi was related to the study device. (Ref MFR # 9612164-2011-01266).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: (myocardial infarction).

Event description:
On the same day as index procedure the patient suffered a cardiac arrest. The patient was treated with invasive intervention and medication. The patient recovered without sequelae. The investigator indicated that the reported event was unrelated to the study device.